Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus/thump. Pump was cut open to perform visual inspection and found moisture damage on the [keypad flex connector / pcba 1 j7, j6, u22, near lcd screen / pcba 2 / force sensor / motor / electronic assemblies]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, and cracked battery tube threads. Flashing medtronic logo not confirmed. Blank display not observed during analysis. Blank display not confirmed. Critical pump error (open book image) alarm confirmed due to moisture damage on [pcba 1 j7, j6, u22, near lcd screen / pcba 2 / electronic assemblies]. Unable to confirm other alarms/other anomalies due to critical pump error (open book image) alarm. Unable to download history files and traces due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display, flashing the medtronic logo, and was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported a flashing medtronic logo on the screen that was not a single flash. The customer reported that the pump was exposed to moisture. Fluid was present in the pump. The pump did not return to normal function, fluid was reported under the lcd, or the customer reported hearing fluid when shaking the pump. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884 was requested and the customer response was that the device will be returned.